Event description:
The reporter indicated that the leads were being explanted due to "inappropriate shocks". Programmer telelmetry read high ohms for pacing lead impedance. Analyzer reads 18 mv r-waves, 2.8 v @ 0.45 ms capture thresholds, and 1060 pacing lead impedance. Serial lead impedance via programmer are consistent (approximately 1200 ohms).